Event description:
It was reported that the tip of the blade broke off. The fragment was retrieved. No retained object was seen on x-ray. No known patient impact at this time.

Manufacturer narrative:
The product analysis indicated that the device showed evidence of use on a patient. From visual evaluation, the spiral wrap of the middle tube was found hyperextended (stretched) near the tip and portion of it was found unraveled. The unraveled tip did detach/separate from the spiral wrap assembly. The blade teeth were observed and appeared free of damage. The spiral wrap hyperextension and unraveling is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. Method: actual device evaluated, visual inspection. Results: stress problem, conclusion: operational context caused or contributed to event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.